Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the prostatectomy procedure, the active blade of the sonicision was rested in a polypropylene mesh that had been implanted in the patient in a previous surgery. This caused the active blade to break and detached from the device. Nothing fell into patient's cavity. The device was replaced by another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: (postal code). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the prostatectomy procedure, the active blade of the sonicision was rested in a polypropylene mesh that had been implanted in the patient in a previous surgery. This caused the active blade to break and detached from the device it occurred twice on a same like device. Nothing fell into patient's cavity. The device was replaced by another device to complete the procedure. There was no patient injury.